Manufacturer narrative:
(B)(4): the customer reported that the device had a pacing failure. There was no report of pt impact or involvement. Philips evaluated the device and could not reproduce the reported symptom. Product support engineers further evaluated the device with no trouble found. The device passed all standard testing and was returned to the customer. We are unable to determine the cause because the symptom could not be reproduced.

Event description:
The customer reported that the device had a pacing failure. There was no report of pt impact or involvement.